Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The resistance with the guide wire was unable to be confirmed; however, the premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the xpert was intended to be used in the femoral artery. It should be noted the xpert stent system instructions for use state the device is indicated for insufficient result after percutaneous transluminal angioplasty (pta) and for bile duct obstruction caused by malignant tumors.

Event description:
It was reported that the procedure was to treat a lesion located in the superficial femoral artery. During advancement of the 4x20x135 mm xpert stent delivery system (sds) over the guide wire, resistance was felt and the stent implant partially deployed. The sds was removed from the guide wire without issue and a new xpert sds was used to complete the case successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.